Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that while performing a revision on patient's hip (side not reported), the tips of 2 screwdrivers broke while implanting screws in the revision shell. The first tip was removed from the patient. The second screw was deemed well-seated, the rep is not aware if the second tip was removed. A surgical delay of approximately 10 minutes was reported.

Manufacturer narrative:
An event regarding crack/fracture involving a unknown screw was reported. The event was confirmed through medical review. Conclusions: it was reported that one screw head had actually broken. A review of the medical records by a clinical consultant indicated that one screw head and two screwdrivers stripped while placing acetabular fixation screws. This resulted in approximately a ten minutes additional surgical time. Therefore, the root cause of the event could not be determined because insufficient information was provided. Further information such as return of device, patient demographics, clinical or past medical history and x-rays are needed to investigate this event further. If additional information and/or device become available, this investigation will be, reopened.

Event description:
It was reported that while performing a revision on patient's hip (side not reported), the tips of 2 screwdrivers broke while implanting screws in the revision shell. The first tip was removed from the patient. The second screw was deemed well-seated, the rep is not aware if the second tip was removed. A surgical delay of approximately 10 minutes was reported. Update: an operative report supplied by the rep states: "...it was noted that the bone was very hard in the areas and one screw head had actually broken". A redaction does not provide details on how the screw head was removed but the report indicates something was done to remove the screw head.